Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that there was a vacuum error code, then the unit shut down. Tried rebooting, changing outlets and power cords and the unit would not turn back on. There was no pt involvement.